Event description:
The customer reported that the insulin pump alarmed motor error during a bolus. The customer blood glucose reading at time of call was 240mg/dl. Troubleshooting was performed. It was stated that the customer was not able to run a displacement test due to the alarm. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.